Event description:
Based on information received from the paper "endocarditis on a perceval s sutureless prosthesis. A new valve with a new form of clinical presentation" by (B)(6). The patient was suffering from prosthetic valvular endocarditis (pve). A perceval pvs 23mm was implanted. After 7 months of implantation an echo was performed which showed aortic thickening and an abscess. The patient underwent surgical treatment - patch and perceval 23mm implanted ref. (B)(4). 20 months later the patient died.